Manufacturer narrative:
(B)(4). D10: cat# 010000896 lot# 6694887 g7 10 deg e1 liner 36mm e cat# 00489430000 lot# 64532856 trabecular metalâ¿¢ acetabular revision system, column buttress, left posterior / right anterior cat# 110010264 lot# 7426938 g7 osseoti multihole 52mm e. G2: foreign: australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 16 months later due to acetabular loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted shell with bio-debris and what appears to be bone ingrowth on the surface. Pictures of the screws, augment, and buttress were not provided. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional: CT images of the left hip demonstrating anatomic alignment of the arthroplasty components but without solid bridging of the acetabular implant and cement noted consistent with implant loosening. The surgeon noted space between acetabular component and host bone. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review confirming the loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.